Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced multiple intermittent inaccurate fill estimates after loading a cartridge onto the pump. The customer reportedly filled the cartridge with close to 500 units and observed a fill estimate of +200 units. There was no impact to the customer's blood glucose levels. Troubleshooting was unable to be performed with tandem technical support as the issues had occurred in the past.